Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer's reported issue. The event history log confirmed the reported issue. The printed circuit board (pcb) was replaced which resolved the issue. During further testing the pump gave a ¿travel course error¿. The error was attributed to faulty clutches. The clutches, lead screw, and plunger cable were replaced to correct the issue

Event description:
It was reported that the pump had a syringe detection issue. There was no patient involvement.